Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after lunch announcements with the ilet, the user experienced recurrent postprandial hypoglycemia, with one event reaching a blood glucose of 38 mg/dl and lasting approximately 1¿2 hours; the device provided low and urgent low alerts, the user self-treated with juice, and no medical intervention or assistance was required. Symptoms included no reported immediate health effects. Outcomes included transient hypoglycemia without hospitalization or long-term impact. Investigation included review of available use reports and user/trainer discussions focused on post-meal dosing behavior and potential device reset. Investigation of this case revealed a pattern of low glucose after lunch suggestive of therapy aggressiveness, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.